Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's self-test short was disabled and the associated defibrillator was able to perform a 30 joule test via the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. Visual evaluation indicated that the electrodes were not released from the styrene liner. It is normal operation of the device to be able to perform self-test if the electrodes are not deployed from the styrene liner. This investigation has been closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.